Event description:
It was reported that during implant attempt, the helix would not extend with the normal number of turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth; full lead returned and analyzed.